Event description:
It was reported that the epicardial lead pulled apart when trying to remove the adapter. The lead was explanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.